Event description:
Customer alleged the hand pendent down button got stuck causing the lift's boom to push down. Minor injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model rpl450-1 serial number/date code (B)(4) is of unknown age. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.